Manufacturer narrative:
Concomitant products: 407645 lead; implanted: (B)(6) 2006.

Event description:
It was reported that one day postoperatively, the patient experienced discomfort from intercostal stimulation caused by pacing of the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event. The patient was enrolled in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.